Event description:
It was reported from a remote monitoring session that the programmer did not report the correct longevity estimate. The patient was asymptomatic. No changes were made and the patient will be followed normally. No further information is available.